Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The customer's test strips were returned for investigation. The returned test strips were measured with a retention meter and controls. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Customer reported a result deviation of 0.7 inr. The customer did not know the exact results or date but stated the meter result was less than 2.0 inr. Customer stated the comparison was done in january. Customer was able to provided four meter results from january. On 06-jan-2021 at 10:34 am, the result from the meter was 1.8 inr. On 07-jan-2021 at 10:36 am, the result from the meter was 1.9 inr. On 10-jan-2021 at 10:33 am, the result from the meter was 1.9 inr. On 12-jan-2021 at 9:36 am, the result from the meter was 1.9 inr. The customer has a therapeutic range of 2.0-3.0 inr.